Event description:
Rptr is writing this letter to express the concerns they have about the jazzy power chair. Rptr's first concern involves the violation of f.d.a rules on e.m.I. Labeling. On page 3 of the f.d.a e.m.I. Document it indicates that on products shipped after dec. 2, 1994 the MFR must have the required labeling or the product may be considered misbranded. The regulation requires that the MFR must state on the product what the products listed e.m.I. Immunity level is, or that the immunity level is unknown. Rptr found no such statement on the product, in the brochure or in the owners manual. In fact on page 8 of the provided owners manual the last line states "if you want to find out how well your power chair is protected against e.m.I., you can contact the MFR and ask about the immunity level". When called, the person in pennsylvania "cavalierly" responded that the jazzy had a 20 volts per meter immunity level. He had no idea what pride options the chair had that could affect the immunity level, such as power seat, or on-board charger, headlight/taillights or other mechanical options. Rptr believes this is in violation of the regulations and far from the norms of other power wheelchair MFR's who give the immunity level at point of purchase as required. Rptr's second concern involves the climbing capability of the jazzy. On the inside cover of the jazzy brochure, a women is maneuvering the unit up a ramp whose angle can be measured at .15 degree incline. Unfortunately, nowhere in the products brochure, manuals or product does pride tell the user the rated incline is only 5 degrees. To find out the user must call the MFR in pennsylvania. A person needs to know the safety ratings, as many streets and ramps are 7-11 degrees or greater. Clearly from the power wheelchair tip in the 11.5 degree to 34 degree range and that the jazzy is severly deficient when compared to other products. Rptr believes that pride is deliberately putting the public at risk by showing the jazzy operating on an angle three times greater than it is rated for, and by removing info that they previously published in order to hide a deficiency that would greatly reduce the sale of this unit.